Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a circumferential fracture at the distal side, with the potential for forward firing, confirming the reported clinical observation. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that after 22 minutes and 83,846 joules of fiber use during a photoselective vaporization of the prostate procedure, the metal cap was moving separately from the fiber, causing excessive usage warning. The fiber was replaced to complete the procedure. There were no patient complications. The fiber was returned, and analysis identified a distal circumferential fracture. The potential for forward firing may exist.